Event description:
Mesh implant, came down, ended through my vaginal wall. (Exposure). Pending surgery - high risk. Went to doctor to find out why I was having vaginal bleeding. I noticed that I was bleeding mostly when I insert the vaginal cream. The doctor told me not to insert with the applicator, but to insert the cream with my finger. So when I started to insert the cream, with my finger, that's when I felt the implant.